Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Physio did replaced a battery connector pin, as it was observed to have been damaged, and observed proper device operation through functional and performance testing.  There was no known correlation between the battery pin and the reported lock up issue. The device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a transmission of patient data, the display on their device turned to an orange color and reportedly locked up. The patient was still being monitoring during the reported lock up issue, but there was no report of any adverse outcome to the patient. No additional information of the reported event has been provided.